Event description:
A caller reported a higher reading with the adc device. The caller reported that at 3:30 pm, the customer obtained a sensor reading of 416 mg/dl and self-treated with 20 iu insulin. At 7:45 pm, the customer developed symptoms of sweating, color change in face, and lost consciousness due to hypoglycemia. The customer was treated with honey by family and glucose gel and 4 vials glucose via IV by paramedics. A sensor reading of 54 mg/dl and a hcp meter result of 30 mg/dl was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. The sensor kit associated with this complaint has an expiration date of 30 apr 23. The reported complaint occurred on 04 may 23, which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a higher reading with the adc device. The caller reported that at 3:30 pm, the customer obtained a sensor reading of 416 mg/dl and self-treated with 20 iu insulin. At 7:45 pm, the customer developed symptoms of sweating, color change in face, and lost consciousness due to hypoglycemia. The customer was treated with honey by family and glucose gel and 4 vials glucose via IV by paramedics. A sensor reading of 54 mg/dl and a hcp meter result of 30 mg/dl was reported. There was no report of death or permanent injury associated with this event.